Event description:
Caller indicated the relion prime meter was giving high readings. Caller feels meter is reading too high. She tested at home and got a 200, went to the dr. And got a 99 within 20 minutes. Took a fast acting insulin injection thinking it was too high and on a different occasion thought she got too low. She doesn't have her bottle of strips with her and will call us back with the lot number. She stated that she is scared to use this meter. Product replaced. (B)(6) 2015, audio file was reviewed and customer stated she had a reading of 200, took fast acting insulin and almost passed out at work. Arkray has made several attempts to gather more details of the incident but have not been successful in reaching the customer.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.